Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00533 for a description of the other event. It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was loading the bsc tome into a hydrajagwire and faced difficulty advancing it, and noted that the coating of the guidewire peeled. The physician attempted to load another hydrajagwire and the coating of the guidewire peeled again. The physician then completed the procedure with a new bsc tome and a third hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device has been discarded will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4): device disposed.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00533 for a description of the other event. It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician was loading the bsc tome into a hydrajagwire and faced difficulty advancing it, and noted that the coating of the guidewire peeled. The physician attempted to load another hydrajagwire and the coating of the guidewire peeled again. The physician then completed the procedure with a new bsc tome and a third hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00533 for a description of the other event. It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was loading the bsc tome into a hydrajagwire and faced difficulty advancing it, and noted that the coating of the guidewire peeled. The physician attempted to load another hydrajagwire and the coating of the guidewire peeled again. The physician then completed the procedure with a new bsc tome and a third hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Device evaluation: the visual inspection during analysis of the guidewire reveals sliced polytetrafluoroethylene (ptfe) jacket along the entire length of the wire. Furthermore, two samples measuring approximately 6 cm in length of the sliced ptfe jacket received in separate ziplock bag for analysis. The exposed corewire in the sliced locations of the wire at approximately 196.5 through 205 cm measuring from the proximal end of the guidewire. There are no anomalies present with the pebax tip. The measured outside diameter (od) is within specifications. A review of the device history record (DHR) was performed; no anomalies were noted. The most probable cause is attributed to "caused by other device". The evidence presented by the guidewire indicates that the guidewire came into contact with a sharp object or tool causing the sliced condition of the ptfe jacket noted during analysis. This is also confirmed based on review of the related complaint which states "it was found that section of the guidewire coating was damaged/ peeling due to contact with the metal cannula at the end of the guidewire port inside the heat shrink section of the stonetome device. Also, the angle at which the handle/ heatshrink is held or bent appeared to aggravate the peeling. This peeling was also replicated during guidewire withdrawal with the stonetome device held in the hand (outside the scope) and manipulating/ bending the handle - heatshrink section of the tome device." This coincides with the analysis findings of the incident guidewire. The interaction between the metal cannula and the wire will have caused the sliced condition along the guidewire's entire length. The wire becoming sliced may have contributed to the resistance encountered by the end user during the procedure. The directions for use (dfu) under warning statement states: "prior to use, carefully examine the unit to verify that the sterile package or product has not been damaged in the shipment". Furthermore, dfu warns: "do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage the surface of the guidewire".

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00533 for a description of the other event. It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was loading the bsc tome into a hydrajagwire and faced difficulty advancing it, and noted that the coating of the guidewire peeled. The physician attempted to load another hydrajagwire and the coating of the guidewire peeled again. The physician then completed the procedure with a new bsc tome and a third hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4).the device has been received, but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).